Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient's wife reported that the patient's rash was broken and oozing and was located under the back therapy electrodes. The patient's physician advised the use of a lotion on the affected area. The patient also removed the device. Follow-up indicated that the irritation had improved.